Manufacturer narrative:
Upon receipt device presents no obvious signs of damage or residue accumulation on screen. Completed touchscreen test successfully, screen reacts to touch with no issues. After os update to latest version device is working as expected. Root cause determined to be software fault due to the device software not being updated to the latest version. No issue with device components. Completed touchscreen test successfully. Updated os image to latest. Completed pm successfully. Device is working as expected.

Event description:
During reduction of cpb flow to 1.0 lpm for cross-clamp removal, the touchscreen failed to respond while deactivating the cross-clamp timer. Initiation mode was inadvertently activated. The arterial flow control dial display switched to "venous occluder," and arterial flow remained below 1.0 lpm with the clamp being open. Attempts to deactivate "initiation mode" were unsuccessful. The circuit was manually clamped, the surgical team was notified, and the cp37 pump head was placed on emergency hand-crank to restore flow and map. In a final attempt, initiation mode was deactivated successfully, the pump returned to external drive, and the patient was successfully weaned from cpb. The qws was inspected after the case, but the specific software/touchscreen glitch could not be reproduced.